Event description:
Unit intermittently shut downon its own while on patient. Per psi representative, the ltv 950 made a strange alarm sound and it froze up. He switched out the unit with his own demo and the unit was picked up. No allegations of vent malfunction causing patient harm. Unit on ac power for several months.